Event description:
The customer reported that the bedside monitor (bsm) rebooted on its own while the patient was being monitored.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) rebooted on its own while the patient was being monitored. They sent the unit in for an exchange. No patient harm was reported. Investigation summary: evaluation of the returned device was able to confirm and duplicate the reported issue of the unit rebooting on its own. The software was reinstalled, and the sd card was replaced as a precautionary measure and the issue was resolved. The cause of the issue is likely related to corrupt software or sd card. Out-of-box failures are often reported during the installation of a nihon kohden device and is often reported by a nihon kohden installer. Should a product malfunction during device set-up or install, the complaint will be categorized as an out of box failure. An out-of-box failure is a product malfunction that occurred before patient use. The causes of out-of-box failure for nihon kohden and third-party products are likely related to hardware defects, firmware deficiencies, configuration, or improper set up by the installer. Hardware defects can occur due to physical damage to the device or manufacturing defects. Forceful impacts or stress on a device can cause damage to the internal components of the device. Physical damage could occur during shipping and handling or installation of the device. Manufacturing defects are less likely to occur due to the nihon kohden devices going through quality checks before shipment of the device to the customer. Nihon kohden patient monitoring devices are configured before being sent to the customer. The configuration of the device is dependent on customer requirement or requests. Incorrect configuration of the device may result in out-of-box failures when installed at the customer's facility. Re-configuration or exchange with a properly configured device would resolve the issue. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal complaint reporting of similar events. This event is likely an isolated incident as there is no evidence of a trend for rebooting bsm-6000s.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) rebooted on its own while the patient was on it. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their bedside monitor (bsm) rebooted on its own while the patient was on it.